Event description:
It was reported that during a treatment procedure to place a titanium greenfield vena cava filter, the filter did not open when deployed. The filter migrated into the pt's right ventricle and then to their pulmonary artery. The pt was sedated and unresponsive prior to the procedure, and their condition remained unchanged during this event. The greenfield vena cava filter was retrieved from the lower lobe branch of the left pulmonary artery via right transfemoral venous approach. When being retrieved, the filter opened in the main pulmonary artery. As the opened filter was being withdrawn from the pt, it snagged in the main pulmonary artery, the right ventricle and the right atrium before it could be compressed into a greenfield filter introducer sheath and removed from the pt. A small piece of tissue was attached to some of the filter hooks, and was sent to pathology. The next day, a bard recovery filter was implanted in the inferior vena cava. The pathology report showed that fragments of valvular tissue, myocardium, and adipose tissue were attached to the greenfield filter hooks. Following the filter retrieval procedure, a transthoracic echocardiogram was performed and revealed severe tricuspid regurgitation, which was further evaluated with a transesophageal echocardiogram (tee). The tee revealed a long, thin, mobile density attached to the anterior leaflet of the tricuspid valve, and which prolapsed into the right atrium. Also noted was a prolapsed portion of the posterior leaflet. The tee findings are compatible with chordea tendineae rupture. Moderately severe pulmonic regurgitation was detected, although there was no direct evidence of structural damage to the pulmonic valve. The pt remains hospitalized.